Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm. This alarm occurred on the homechoice (hc) during patient use, during drain 2 of 5. The caregiver (cg) stated that a supply bag was disconnected. Then the cg stated she would start the therapy over that night. The baxter technical service representative (tsr) assisted the cg to end therapy and the tsr advised the cg to dispose of all the current supplies used and start over using all new ones. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not disconnect any time prior to the alarm or observed air. However, not all the bags were properly connected. The supply bag that had disconnected was leaking. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed, as the reporter stated that the bag had become disconnected. However, the root cause was not determined, as the sample was not returned. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.